Event description:
A patient's catheter had fractured, and was then explanted and replaced. The patient recovered from the procedure with sequela. A physician had felt that the pump had decreased the patient's dose, as the patient was not getting any response/effect. The pump was replaced several days after replacement of the catheter. Following the replacement procedures, the patient was receiving good response from their new catheter and new pump.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.